Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. It was reported that a premature transmitter battery countdown occurred. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined. In addition, a signal loss over one hour was found in connection to the reported allegation. The reported event of a premature transmitter battery countdown is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.